Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the collateral vessels using ruby coil lps and a non-penumbra microcatheter. During the procedure, three ruby coil lps were successfully implanted in the target location. While attempting to advance the next ruby coil lp, the coil was not advancing past its initial position within its introducer sheath. Subsequently, the pusher assembly became bent. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.